Event description:
The patient has fallen at least three times since april and has lost coverage. Impedance measurements with 3, 4, 6 and 8-15 were all greater than 40,000ohms. It was noted that only 8-15 were being used. The patient has not seen the doctor yet. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).